Manufacturer narrative:
The returned power supply and battery were tested. The customer complaint was verified. The root cause is a failure of the battery and power supply assembly.

Manufacturer narrative:
Submission date: 15sep2021.

Event description:
The customer called into technical support (ts) reporting that while the unit was in use, heard a pop but unit kept running, then suddenly, the unit shut down. It was reported that the device has a defective data acquisition board. It was stated that the device was in clinical use at the time the reported issue was discovered; however, the device was swapped out with another unit with no harm nor adverse event to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer advised that he is unable to power unit with just ac or just battery. He advised measured battery and found 0v, measured power supply and found 0v, and advised no led lights are working when plugged into ac. The rse advised suspect the power supply. Provided part ID for power supply and battery. It was requested to send the device into bench for repair. Further information is pending.

Manufacturer narrative:
The bench repair technician confirmed the unit would not turn on. The power supply and internal battery will be ordered. Pm kit and box were also ordered as parts may be required once the unit can be powered on and fully tested. The bench repair technician replaced power supply and battery to resolve the reported issue. The device passed the required performance verification tests per philips standards. The device was sent back to the customer.